Event description:
Ablation needle was placed in patient, would not heat up. Needle was removed. Radiologist hand held needle and it heated up at that time. New needle was used and it functioned properly.